Manufacturer narrative:
One imp tsp,mp1 ha,4.8x10mml,4.8p (spwh10) implant was returned for evaluation. A visual inspection identified minimal wear and debris from use at the threads and drive features. Functional testing was performed for the returned product and it was determined that both implant mounts could be easily removed with hand tools. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The device malfunction was not confirmed. A root cause cannot be determined. The following sections have been updated: UDI: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Reporter's email not provided/unknown. Device not returned.

Event description:
It was reported that the mount would not detach from the implant (spwh10). The implant was removed and another one was placed.